Manufacturer narrative:
The analysis on the power conversion enclosure was completed by medtronic personnel. Testing found that a transistor on the board was shorted.

Manufacturer narrative:
The battery assembly was returned to the manufacturer for analysis. Medtronic personnel were able to duplicate reported issue. Battery tray 6 assembly failed bench test. Bench test was performed with fluke 287 true rms multimeter. Test conducted under room temperature. Bad batteries. Low voltages recorded on batteries 1 and 2 (below spec) in tray 6. Visually, no leaks. Light corrosion was found on the outside of the battery tray. No corrosion found on batteries. The hardware investigation found that reported event was related to low voltage, electrical failure mode. The enclosure charger and power conversion enclosure have been received by the manufacture. Evaluation is still in progress.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the batteries for the power conversion enclosure, the power conversion enclosure and charger for the power conversion enclosure were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed a battery error message when powered on though the system was left charging overnight. When the system was powered down, the fans were operating and the system control board was powered on. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The power conversion enclosure charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.